Manufacturer narrative:
On 06/30/2016: follow up with tandem technical support, the customer reported pump is working properly. The t:slim pump user guide states that the user can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump suspended insulin delivery multiple times. The customer's blood glucose (bg) level was 180 mg/dl, however the bg level had not yet lowered and a bolus was delivered with the pump to manage bg level. During troubleshooting with tandem technical support, it was confirmed that the customer received auto-off alarms in the pump logs. Tandem technical support reminded that the auto-off safety feature can be modified or turned off and to check with their healthcare provider before modifying the settings. Customer acknowledged.